Event description:
A user facility filed a complaint for leakage from ten (10) disposable administration sets used with an electromechanical ambulatory infusion pump. There is no report of pt contact or injury.